Manufacturer narrative:
Device not returned.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence with multiple cartridges. Customer changed the cartridge and syringe to resolve the issue. Customer¿s blood glucose was 132 mg/dl.